Event description:
E-mail received from the affiliate reported that: "it was reported that the valve was implanted in the patient on (B)(6) 2011. The patient became symptomatic recently and the valve was explanted and replaced. Surgeon is concerned the valve may be blocked or malfunctioning. Additional information is being requested and update will be provided once the information has been received. Device will be forwarded on receipt". (B)(4).

Manufacturer narrative:
(B)(4).